Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error during boot up. The caller rebooted the programmer and the error was cleared. The company representative will also run the service disk. Technical support (ts) suggested that the programmer be sent in for service if the issue continues to occur. The programmer remains in use. No patient complications were reported as a result of this event.